Manufacturer narrative:
A titan otr pump, two cylinders, and a reservoir were received for evaluation. Abrasion was noted on one of the exhaust tubes and inlet tube of the pump. No functional abnormalities were noted with the pump. An aneurysm was noted in the bladder of cylinder 1. This was not a site of leakage. A group of striations was noted on the exhaust tube of cylinder 1, indicating contact with unshod instrumentation. This was a site of leakage. Abrasion was noted on both cylinder exhaust tubes. No functional abnormalities were noted with cylinder 2. A partial separation was noted on the poppet area of the strain relief. This was not a site of leakage. The partial separation appeared to be smooth, indicating contact with sharp instrumentation. The valve seating test failed as the poppet was not sitting straight inside the reservoir strain relief, due to the instrumentation mark. Based on examination, it was concluded that while in-vivo enough pressure may have been exerted to result in an aneurysm on the bladder of cylinder 1. This pressure, in combination with device usage, could result in the ¿bulging¿ noted in the cylinder bladder at this site. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the exhaust tube of cylinder 2 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, there was fluid loss and bulging on the base of the right cylinder. The device was removed and replaced.